Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the noise resulted in oversensing on the right ventricular (rv) lead. Rv lead damage was suspected, although it was not confirmed.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. An additional rv lead was attempted to be implanted to resolve the event but was not successful. The physician elected to keep the original rv lead and to monitor the patient frequently. The patient was in stable condition.